Event description:
I had a cardiac catheterization in 2009 and after the cath, the cardiologist chose to use the "angio seal" product to plug the hole in my femoral artery. The moment he shot the device into the artery, I had immediate severe pain in my groin and down the inner aspect of my thigh. I continued to have severe pain post cath, so a cat scan and ultrasound were performed. They were both negative. The pulses were always present and strong. There was minimal bruising over the puncture site. It is now two weeks post cath and I am still experiencing intense pain in my groin radiating into my right hip, pubic area, down the inner aspect of my thigh, into my knee and sometimes down the inner aspect of my lower leg and into my foot and toe. At times I have experienced shock like pains into my thigh. I am unable to sit for any length of time without increased pain. I need to recline back and stretch my leg out to try and get some relief. I have been needing to take pain medication to help the pain. I have been under the care of 3 doctors who are trying to help me. I was highly encouraged by my primary doctor to report this incident to the FDA and st jude medical who makes the device. My cardiologist did call st. Jude and ask if any other cases like this have been reported and the answer was no. I find it very difficult to believe that it has only happened to me. As I researched the issue I found many people complaining of the same issues with the angio seal and other closure products out there. Unfortunately these incidents are going unreported. Honestly, I would of rather laid on by back for 6 hours than endure this pain.